Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to patient had dysphotopsias that were not more extreme than normal. No other information was provided.

Manufacturer narrative:
The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.